Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 4.0 x 18 mm multi-link stent delivery system (sds) was advanced. The stent was implanted at 12 atmospheres (atm) for 30 seconds. There was no issue with inflation or deflation. An attempt was made to remove the sds, but the balloon could not be removed out of the deployed stent implant. The sds was then inflated to a low pressure and pulled, but could not be removed. A second guide wire and a balloon catheter were advanced between the sds balloon and the implanted stent, and the sds was able to be removed. The stent was then examined via intravascular ultrasound (ivus) and there was no damage noted to the stent. The stent was confirmed to be fully apposed to the vessel wall. Post-dilatation was performed and the patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information received stated that it was assumed that the diameter of the implanted stent was not satisfactory; therefore, post-dilatation was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to deploy and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.